Event description:
The customer reported that the system would not boot up. There was no pt injury or death reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the surge suppressor. The system operates as intended.